Event description:
N/a.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the reported device embolization appears to be related to challenging anatomy. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was chosen for large atrial septal defect (asd) closure measuring 28 x 26 x 24 implant using an unknown delivery system. During procedure, it was noted that the 28mm occluder was too small and they decided to use a 30mm amplatzer septal occluder but, it also appeared small. There were no additional product experience other than the mis-sizing occurred on both 28mm and 30mm occluder. Both the occluders were removed from the patient prior to release from the delivery cable. The 32mm occluder appropriately sized and several attempts required for recapturing and redeploying the device to land the device on the septum and finally the occluder was well seated and stability test performed. The occluder was successfully implanted, but 1-3 mm leak was detected around the lobe of the device. On (B)(6) 2024, a follow up echocardiogram was performed and the device was noted to have embolized into the main pulmonary artery. The patient was reported stable and asymptomatic. They decided for surgical retrieval of the 32mm occluder and closure of the asd. The physician mentioned the cause of embolization was flimsy inferior/posterior septal tissue did not support the device. The patient was reported stable.